Manufacturer narrative:
(B)(4).b5: describe event or problem - additional.d9: device availability- additional.g3: date received by manufacturer - additional.g6: follow-up number - additional.h2: if follow-up, what type - additional.h3: device evaluated by manufacturer - additional.h6: event problem and evaluation method codes - additional.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. No data was provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.